Manufacturer narrative:
(B)(4). The service engineer (se) inspected the ventilator and replaced the graphical user interface (gui)printed circuit board (pcb). The ventilator then passed all testing.

Event description:
It was reported that a ventilator had a loss of communication issue. There was no patient involvement.